Event description:
It was reported patient was having pain in her right lower quadrant for months. The patient had thought it was a cyst due to her history of endometriosis. The patient had a CT scan and it showed a lead across the bladder on the right side. The original lead may have been left in during the patient's revision. Another lead was on her left side at the sacral nerve, s3. It was unclear which lead was in use, or if neither of them were. Refer to manufacturer report # 3004209178-2012-06460 for device revision. The patient had to turn stimulation high and it gave her a "shockwave" of pain for it to seem to work. It was reported that the patient was never having therapeutic effect, and the device had worked intermittently at best since it was implanted. It was unclear if the patient had referred to the system prior to revision, the current system, or both of them. The patient had a botox injection into her bladder one month ago. The patient had no drip, leakage, or accidents, and wasn't sure if the injection along with the device was giving her the relief. It was also reported that the patient fell on ice the previous christmas. An x-ray was taken and it did not show anything. The patient was scheduled to see her physician in one week. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v332579, implanted: (B)(6) 2009. Product type: lead. (B)(4).